Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events for this case; a type 3b endoleak with 36% stent cage dilation. This event is mostly likely device due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event. Further investigation is needed. Correction: outcomes attributed to adverse events. Conclusion code: remove code 11. Device code: remove code 1354.

Event description:
Additional information. A secondary procedure was completed. The physician elected to implant another bifurcated stent graft, and a suprarenal stent graft extension to resolve this event. The patient was reported as doing fine post intervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiib endoleak was detected by CT. The physician plans to reline with an afx2 device and re-intervention is scheduled for (B)(6) 2019. There have been no additional patient sequelae reported.